Event description:
Philips received a complaint on the device efficia dfm100 indicating that therapy board is defective. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device therapy board was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated remotely. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available, there is insufficient information regarding the cause of reported issue. The reported issue was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device is working per specifications. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.